Event description:
It was reported that the patient experienced pre-syncope and presented to the hospital. The patient has complete heart block and is pacemaker dependent. Interrogation prior to the procedure revealed that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.